Event description:
It was reported that the device had two power on reset (por) occurrences. Both occurrences were consistent with the patient's radiation therapy. The device went to single chamber fixed rate (vvi) mode on the por and remains programmed to vvi. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for: (B)(4) - the actual device was not received for analysis. Performance data was collected from the device and revealed that the device experienced a critical ram parity error, power on reset, (B)(4) 2011 in location "1b d1". The device shold be able to recover from the event and continue normal function. The evidence of radiation therapy is concurrent with the event.